Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Based on the available information, this event is deemed to be a severe injury. Photograph, video and/or physical sample evaluation: no photograph associated with this case was received; the reported defect cannot be seen. No return sample has been received for this complaint. Batch record revision results: since the lot number is not available, a detailed investigation or batch review cannot be conducted. Historical nonconformance review: on 27/jan/2026, complaints engineer ii ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA)(s) associated to the defect ¿contamination, foreign matter¿ for the line accessory kit in the haina site, from 01/jan/2024 to 27/jan/2026, as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA)(s) relate to this defect were generated during the manufacturing process. Historical complaints review: on 27/jan/2026, complaints engineer ii ran a query in database in order to verify the complaints associated to the defect ¿accuseal night drainage - uti¿ for the part number 27060 in the haina site, from 01/jan/2024 to 27/jan/2026, as result, no additional complaints were identified. Clinical evaluation performed by melanie clutton (medical affairs manager for clinical development): there is a lot going on here, she states she has renal calculi which can increase the risk of utis, plus her urinary diversion as already stated. Providencia rettgeri is more commonly associated with long-term indwelling catheters however it is also possible that someone without a catheter may have this kind of infection especially if they have other predisposing factors. We cannot say which product if any of them have contributed to the uti as she alternates between our company night drainage system and a bed bag and also alternates between our company and hollister 2 piece pouching systems. Therefore I agree with your assessment of cannot be determined and infection." Case assigned ost-pmc23.01, cannot be determined, and hc05.03 infection, severity 4. Product & process description: product name: accuseal ngt drn container set(1x1pk) ca. According with rpt-010358 ¿clinical evaluation report dhf 59_cer¿ ver 1.0, a clinical evaluation was undertaken for convatec urostomy aids, which comprise the following devices: night drainage container sets (ds10-018): night drainage container sets are non-sterile devices designed for the overnight collection of urine. They have a larger capacity than leg bags and are connected to urostomy pouches overnight, or over an extended period of time. The sets include a container connected to a tubing connector, drawstring bag cover to provide privacy and a universal adaptor. Universal urine collection bags ¿ s320/combihesive (tp11-028): universal urine collection bags, also marketed as surgicare night drainage system, combihesive collecteur d¿urines de nuit (in france), combihesive system and system 2 european night drainage bag system, is a non-sterile device designed for the overnight collection of urine. This device is manufactured by a third-party manufacturer, flexicare, on behalf of convatec ltd. These bags have a larger capacity than leg bags and are connected to urostomy pouches overnight, or over an extended period of time. This drainage system includes a drainage container connected to tubing. A hanging ¿handle¿ is supplied in the secondary packaging to be repeatedly used with single bags. Night drainage adaptor: this adaptor is a universal connector comprises an 185mm length of pvc tubing. It attaches to the accuseal tap to allow connection to a drainage system, leg or bed bag. These are usually graduated or christmas tree type adaptors, to be connected. Data review: rpt-010358 ¿clinical evaluation report - convatec urostomy aids dhf 59_cer¿. Ver 1.0: an archival verification of the clinical evaluation of convatec urostomy aids has been performed to meet the relevant general safety and performance requirements (gspr). The main aim of this clinical evaluation was to determine whether sufficient clinical data exists to continue to demonstrate the necessary safety and performance criteria for urostomy aids. As results was verified that urostomy aids has grouped together the following devices by technology: night drainage container sets. Universal urine collection bag s320/combihesive. Urostomy connectors. Vam 403f urostomy night drainage bottle sur fit system gf: the guide formula for the urostomy night drainage bottle was verified in order to understand the formula, use and components of the bottle. As a result, it was verified that this set consists of a plastic graduated container (2,000 cc capacity), tubing with attached accuseal connectors and a cloth cover. The container set is designed for use with the sur-fit urostomy pouch with accuseal tap. Also included is a universal adapter for attaching the tubbing to a regular sur-fit. This set is used for the night-time collection of urine. The components of the night drainage container set are: (accuseal connectors and accessories, pvc inlet tubing, flip -on cap, nigth drainage bottle, draw-string vanity bag and universal adapter). Current controls review: since the complaint did not include a specific lot number, the investigation used the part number and product description provided to identify the corresponding manufacturing line. Based on this information, process instruction pi31 049 (ver. 26.0), corresponding to the accessory kit line, was identified. The associated in process controls were reviewed to confirm that the controls established for this manufacturing line are adequate to detect and prevent the reported failure mode. Test methods (tm) pouch non conformities. Test methods (tm) leak testing - visiflow components. Test methods (tm) functional testing - accuseal male and female components. Personnel notification and training: as part of the investigation, all personnel assigned to the accessory kit production line were informed of the reported problem. The purpose of this communication was to ensure awareness of the incident and reinforce strict compliance with established inspection and process control requirements. Conclusions: no photographs for this complaint issue. Therefore, it was not possible to confirm the complaint. A review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. Personnel involved in the manufacturing process were notified and retrained to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Based on the documentation reviewed, including rpt 010358 ¿clinical evaluation report ¿ convatec urostomy aids dhf 59_cer¿ (ver. 1.0) and vam 403f urostomy night drainage bottle surfit system gf, the clinical evaluation supports that the accuseal ngt drain container set is clinically safe and performs as intended for its use in overnight urine collection. The device utilizes established technologies already evaluated within the urostomy aids product family, which includes night drainage container sets, universal urine collection bags, and urostomy connectors. The archival verification confirms that sufficient clinical evidence exists demonstrating that these devices meet the relevant general safety and performance requirements (gspr). The accuseal ngt drain container set shares the same technological characteristics, intended use, and risk profile as the evaluated reference devices, and no new or unresolved clinical risks were identified. Education provided to consumer to follow the published replacement schedule and to speak with her provider if a more frequent replacement schedule is warranted. Education provided that she is at higher risk for uti because she has a urinary diversion and is lacking the sphincters that serve as a gate to prevent bacteria migration. Education provided regarding proper hygiene of equipment, proper sample collection to get accurate results as well as proper hand hygiene prior to emptying her pouch, changing her pouch and disconnecting from night drainage and reconnecting. Education provided to keep the tubing in a downward slope to prevent urine pooling at night. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by the end user that she recently had a urinary tract infection. She was alternating with the company¿s night drainage system as well as a bedside collection bag when she traveled. She stated she had developed symptoms such as cloudy urine and flank pain and had reported them to her urologist, but no action was taken. She went to a free medical clinic and reported the symptoms. She also had a history of renal calculi that preceded the urinary tract infection, and she had retained stones at that time. She also had a history of a nephrostomy tube a few years prior for obstruction related to renal stones. Her urine culture showed leukocytes and providencia rettgeri which she noted was a bacteria most associated with an indwelling catheter so she was thinking the infection may have been coming from the drainage tubing. She clarified that her health care provider did not state where they thought the infection came from. She was treated with ciprofloxacin 500 mg bid (twice a day). She was unable to state how long the current bedside drainage jug or bag had been in use. She also alternates a 2 piece company pouching system with a 2 piece another company pouch. The product was used by patient. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.